Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis, passed out, hit her head and vasculitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On unreported dates, the patient experienced peritonitis and finished unspecified treatment for the peritonitis. On (B)(6) 2011, the patient passed out and hit her head which resulted in hospitalization the same day. The nurse stated that she suspected low blood pressure. Treatment for the events of passing out, the patient hit her head and vasculitis was not reported. On (B)(6) 2011, the patient was discharged. The outcome for the event of peritonitis was not reported. The patient was recovering from passing out and hitting her head, but had not recovered from the vasculitis. Dianeal therapy was ongoing. Per the nurse, the events of passing out and vasculitis were not related to dianeal therapy. The nurse did not comment on or confirm the event that the patient hit her head and an opinion of causality was not provided for the events the patient hit her head or peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884452 and gd884445 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.